Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be fixed in place. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were operation issue and ¿unable to be fixed in place¿. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, it could be extended and retracted by applying torque to the connector pin. The measured full helix length was within specification. Electrical testing and x-ray examination were normal with no anomalies found.